Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Scope communication error was found. Based on the results of the investigation the reported issue occurred due to a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation found a faulty switch, investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source was having image issues with a scope communication error. The event was found during preparation for use. There were no reports of patient harm.